Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction or determine if device could have contributed to the reported high blood glucose, diabetic ketoacidosis (dka) and subsequent hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." "If left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The customer was hospitalized after blood glucose levels that reached >500 mg/dl, and she did not believe the pod was delivering insulin. The customer was experiencing nausea and was having a hard time breathing. She was diagnosed with diabetic ketoacidosis (dka). The pod was deactivated at the hospital and the customer's elevated blood glucose level was treated by IV insulin injection.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.